Manufacturer narrative:
As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the manufacturing documents of the device as well as on the provided pictures. The quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. The analysis of the provided pictures showed a damaged insulation in the distal end region, which can be assumed to be the root cause of the reported clinical observations. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Furthermore, the fixation helix was found stretched, which most likely resulted from the extraction procedure due to tensile stress.

Event description:
Oversensing with inappropriate therapies due to lead fracture was reported. The lead was explanted and discarded. Should additional information be received, this file will be updated.